Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance and helix mechanism issue were confirmed. As received, a complete lead with stylet inserted was returned in one piece. The lead was returned with the helix extended, clogged with blood/tissue and was found bent consistent with procedural damage. X-ray inspection found the inner coil at the connector region was over torqued and all the filars were broken consistent with procedural damage. Due to the helix being bent as returned, the helix mechanism test was not performed. Electrical testing found open continuity and conductor shorting due to the over torqued and broken filars of the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil, while the cause of the reported events of high pacing lead impedance and failure to capture was due to the over torqued and broken filars of the inner coil.

Event description:
It was reported, that the patient presented for an implant procedure. It was noted, that right ventricular lead exhibited high capture threshold. Resulting in loss of capture and the impedance was high. It was also noted, that the helix failed to extend. The lead was not used. And replaced during procedure. The patient was stable.